Event description:
User received high calcium results for three patient samples and experienced issue with calibration and control recovery. Calcium reagent lot 61689501. Initial calcium results for the patient samples were accompanied by a > critical range data flag alerting the user the results were above the critical high value of the assay. The patient samples were repeated on (B) (6) 2009 which gave lower results as expected by user. Patient 1, initial result gave 15.9; repeat gave 8.2 mg/dl and was accompanied by a < rr data flag alerting the user the result was less than the reference range of the assay. Patient 2, (female, (B) (6)), initial result gave 16.2; repeat gave 8.8 mg/dl. Patient 3, (female, (B) (6)), initial result gave 16.2; repeat gave 8.9 mg/dl. User said she randomly picked one of the three patient samples and repeated this sample on (B) (6) 2009 which gave a result of 10 mg/dl. User could not provide which patient sample was repeated but said the result was not reported. None of the high calcium results were reported and no patients adversely affected. The field service representative determined there was a problem with the sample probe and replaced the probes. He ran calibration, controls, accuracy and precision checks which were acceptable and verified system was performing within specification.